Manufacturer narrative:
Patient weight is estimated. Date of event is estimated.

Event description:
It was reported that the patient's system was explanted on (B)(6) 2022 due to nonfunctioning spinal cord stimulator.

Event description:
Not reportable.

Manufacturer narrative:
The report of ¿nonfunctioning ipg¿ was not confirmed. The ipg logs showed that the ipg provided stimulation up to the day prior to explant when it was turned off with a programmer. The ipg entered the service app state (stuck processor) which was the result of the explant procedure. There is guidance noted in the clinicians manual concerning handling of the device: electro surgery devices should not be used in close proximity to an implanted neuro stimulation system. Cervical stenosis and neck pain cannot be confirmed or not confirmed by lab testing alone. The ipg passed functional testing on the automated test equipment. As such, this device is no longer reportable.